Event description:
A malfunction alarm was reported by the caller regarding their pump, identified as malfunction code 12 with fault ID [0x2071]. There was no adverse impact to the customer's blood glucose level during this event. The caller did not report any prior notable events and had not reset the pump within the last 24 hours. Customer technical support (cts) provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to get in touch with cts if the malfunction code appeared again, which they understood and acknowledged.